Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced wound dehiscence on (B)(6) 2008. On (B)(6) 2008 the patient experienced pain, swelling, skin overgrowth and infection. Subsequently, on (B)(6) 2009 the abutment was replaced.